Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening on the anterior, wear abrasion, crease fold, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one striated opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.